Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were told by an MRI department that they could only have a head MRI. Patient said that when they first got the device implanted everything was set fine, but when they switched over to the device they didn't have any issues, but their butt was vibrating so bad that they thought it was just the healing process, so when they went back to dr., they told him how it was, and within an hour the doctor was changing and going and said they were going to get it right. When the patient got home, the stimulation was in their foot, but it didn't stop the urine flowing like it did when it was buzzing. Patient had to turn the stimulation down because it was so bad, and now they were just back to it being very strong. The doctor tried to play with it to try and get it down and ended up putting it in the patient's foot where they felt it vibrating in the foot, but eventually it stopped because they turned it down. If the patient turned it up, they got that, but if they went higher, then they got the buzzing, but they did get the perks of it working. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.